Event description:
The customer reported the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found the system software needed to be reloaded. The customer did not have a back up copy of the software, and it is no longer available through ge. Ge is not able to repair this system.